Event description:
It was reported that there was an "error 0" on the screen in long term consignment. No other info was provided. Request for additional info has been sent. To date, no new info has been received.

Manufacturer narrative:
To date the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.